Event description:
The customer reported via phone call that they had low blood glucose. Customer's blood glucose declined to 45 mg/dl. Customer treated their blood glucose with glucose and food. It was also found the settings were recently changed by the customer's healthcare provider. Customer also reported they had issues with their liver. The customer reported experiencing frequent air bubbles in the tubing. Customer declined to troubleshoot for all the issues. Customer's blood glucose was 163 mg/dl at the time of the call. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.